Event description:
It was reported that the pump battery was depleting quickly. The customer continued to use the pump for insulin therapy. It was also reported that an occlusion alarm occurred. Customer cleared the alarm and resumed insulin delivery. The customer¿s blood glucose was 200 (mg/dl).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.